Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " several of our physicians have experienced malfunction with the guidewire component. The wire has either failed to advance secondary to kinking of the wire and/or the physician was unable to retract the guidewire through the lumen secondary to kinking of the wire. This issue has caused several failed attempts at central access." The user reports being unable to obtain central access and give medications in a timely manner. The device was removed on all attempts. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "several of our physicians have experienced malfunction with the guidewire component. The wire has either failed to advance secondary to kinking of the wire and/or the physician was unable to retract the guidewire through the lumen secondary to kinking of the wire. This issue has caused several failed attempts at central access." The user reports being unable to obtain central access and give medications in a timely manner. The device was removed on all attempts. The patient's current condition is unknown at this time.